Manufacturer narrative:
E1: initial reporter facility name: (B)(6). D2b: pro code (product code): fge, lit. G4: premarket / 510(k) #: k141521, k141597.

Event description:
It was reported that balloon rupture occurred. A 6.0 x 100, 75cm mustang balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon second inflation at 10 atmospheres for 20 seconds. The device was removed without any problem, and the procedure was completed with a different device. There were no patient complications as a result of this event.